Event description:
It was further reported that 1695 days post index procedure, the patient underwent a pci which revealed a 95% stenosis with timi 2 flow in the prox lad. Post treatment diameter stenosis was 0% with timi 2 flow. 1698 days post index procedure, the patient experienced chest pain and was brought to the catheterization lab urgently. Pci was performed which revealed a 90% stenosis in the 1st diagonal. Balloon angioplasty was attempted but was unsuccessful due to the segment being a jailed side branch. Therefore the balloon could not pass. Post treatment diameter stenosis was 0% with timi 2 flow. The angiographic core lab dated 30-nov-2009 revealed a 40.45% diameter stenosis in the proximal lad with timi 3 flow and no thrombus.

Event description:
It was reported that following a coronary artery stenting procedure, the patient experienced a myocardial infarction (mi) and required a target vessel reintervention (tvr). The target lesion was located in the proximal and mid left anterior descending (prox/mid lad) with 75% stenosis and was 28 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with placement of a 3.0 x 38 mm taxus liberte study stent with 0% residual stenosis. During the index procedure a non-target lesion in the ramus was treated with a taxus express stent. The patient was discharged the next day on aspirin and clopidogrel. On 1695 days post index procedure, the clinical diagnosis was reported as non-st elevated mi. Cardiac catheterization was recommended. The proximal lad was treated with balloon angioplasty and placement of a 3.5 x 15 mm non bsc drug eluting stent with 0% residual stenosis. Four days later, the patient experienced a mi/non tvr.

Event description:
It was further reported that the site updated the event from a myocardial infarction to angina.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.